Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at 160mmh20. The valve was visually inspected; biological debris was noted inside the valve. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and an occlusion was noted. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was found on the spring, on the spring pillar, on the ruby ball on the seat of the ruby ball on the cam mechanism, and on the base plate. A review of manufacturing records found that the device conformed to specification when released to stock. The root cause for the programming problem is due to the biological debris found on the spring, on the spring pillar, on the ruby ball on the seat of the ruby ball on the cam mechanism, and on the base plate. The root cause for the occlusion is due to biological debris around the ruby ball, causing this to be stuck to the seat of the ruby ball. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information: complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, hakim micro programmable valve could not be programmed and the valve was revised. The surgeon could not adjust the valve resistance at the extremity of the device linked to the distal catheter. Use of another device to complete the procedure immediately.